Manufacturer narrative:
The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera 4k ultra high-definition camera control unit had an e224 error code. The glass window of the camera port of the processor is shattered causing a camera head communication error, e224. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
Correction to d9 of the initial report medwatch the initial report indicated that the device was available for evaluation. This has been corrected to reflect the fact the subject device was not returned to olympus for evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the camera head communication error; code e224. The subject device was not returned for physical evaluation. The investigation could establish the root cause of the e224 error code. Olympus will continue to monitor field performance for this device.